Manufacturer narrative:
A review of the manufacturing records indicated the lots met pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm rupture this event also includes device 14480187/ 04993024009943.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for aortic dissection. As a concomitant procedure, an axillary-axillary artery bypass was performed. The first ctag ac (tgmr313120j) was deployed just above the celiac artery. The physician attempted to deliver the second ctag ac to proximal side of the first ctag ac, but it was difficult due to tortuosity of descending aorta. The second ctag ac was able to be advanced to the intended position, but the distal side of the first ctag ac moved proximally. After the second ctag ac deployment, the new entry (dsine: distal stent graft-induced new entry) was observed just above the celiac artery. An aortic extender endoprosthesis was deployed just above the celiac artery to reduce blood flow from the entry. Furthermore, dissection was also observed to the distal side from the new entry. Blood flow into abdominal aortic aneurysm sac that previously implanted gore® excluder® aaa endoprosthesis (pla280300j) was also observed. An aortic extender endoprosthesis (pla280300j) was deployed in the proximal side of previously implanted excluder. It was reported that blood flow into the aneurysm sac was reduced. The patient tolerated the procedure. At night on the same day, the patient condition suddenly changed due to abdominal aortic aneurysm rupture. Since it was not able to implant additional stent graft, the patient underwent open conversion. It was reported that the proximal neck part was reinforced and anastomosed to stop the endoleak from proximal. Reportedly, the patient returned to patient's room without closing the abdomen due to bloated abdomen.